Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the bha surgery (accolade and centrax), when the surgeon was checking the hip tension by using the trial head with bipolar trial, it broke."